Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: the returned sample was inspected at the manufacturing site under microscope magnification. The lens was received intact. Visual inspection revealed surface residuals (fiber/particles) on both sides of the optic body, which is consistent with the lens being handled out of a sterile environment. No defects were observed for the returned lens. Lens was not observed to be opacified. Miq (measurement inspection quality) results show lens corresponds to a 22.5 diopter lens. Returned lens was tested for diopter measurement and found to be within specification. No further testing was conducted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth was not provided. At the time of the report, no information was received indicating that the patient had the iol explanted. This lens was part of a voluntary recall limited to product distributed outside of the united states. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implantation of the intraocular lens the patient showed no improvement in vision and experienced opacification.

Manufacturer narrative:
. Patient age: (B)(6), date of event: (B)(6) 2014. Lens implanted in patient's right eye. If explanted, give date: 04/08/2014. A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Placeholder.